Event description:
The complainant reported an 83 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. After removing the pump, an access site bleed had formed. As treatment, 2 units of blood products were required.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon conclusion of our analysis, a supplemental MDR will be filed.

Manufacturer narrative:
The device was returned and no abnormalities were observed on the repositioning sheath. While the cause of the access site bleeding could not be definitively determined, evidence suggests this to be related to the patient's condition.

Event description:
It was noted that prior to impella rp insertion, the patient was admitted to the hospital as a tier 1 trauma following a vehicle accident where he hit a parked car at approximately 30 miles per hour. The patient was found unconscious and unresponsive, and transported by an ambulance to the hospital. During the patient's hospitalization, the patient experienced an acute myocardial infarction and eventually developed acute right heart failure. The patient was referred for extracorporeal membrane oxygenation but was turned down. The decision was made to implant the impella rp. It was reported that after impella rp support was initiated, the impella rp had a blocked purge alarm. The purge cassette was changed, but the alarm continued. The impella rp was then exchanged. During the exchange, after the first impella rp was removed, the patient experienced bleeding at the impella access site. Due to the bleeding, the patient was transfused with packed red blood cells, fresh frozen plasma and platelets. Two mattress sutures were deployed at the site and bleed was controlled. It was noted that the patient expired while on support. Given the limited information surrounding the details the patient's cause of death the impella cannot be excluded as a possible contributing factor.

Manufacturer narrative:
A visual inspection of the pump revealed a kink in the catheter by the blue handle. No other abnormalities were observed. The cause of the high purge pressure was a kinked purge line in the patient cable. This report is being filed as part of a retrospective review of historical records correction to initial MFR 1220648-2022-01558 made to b2 - death, date of death . B5 - additional patient information, and purge block alarms were not previously reported. H1 - death reportability. H6 - additional codes added for replacement, death, and increase in pressure, and investigation for purge block.